Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive mega suturecut needle driver instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the reported complaint. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional, and no product issue was found. The probable root cause cannot be determined based on the information provided and failure analysis results as failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument was not articulating properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information; however, no further details are available regarding the reported event.